Event description:
Additional information: the patient was asymptomatic for these pump stop events.

Manufacturer narrative:
Corrected section g2. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and patient handbook are currently available. Both documents address all hazard and advisory alarms, including the pump off alarm, as well as how to respond to each alarm condition. The patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The report of pump stop could not be confirmed as no log files were submitted. A specific cause for the pump stop could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of driveline damage and pump stops were previously reported under 2916596-2020-02518. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted. Per the ventricular assist device (vad) coordinator, the pump stopped with failure to restart. The patient had known driveline damage with previous intermittent pump-stops. It was reported that the device did not operate as intended, and that the device would not be returned for evaluation. The pump was decommissioned and remained inside the patient. Only a partial portion of the driveline was removed.